Manufacturer narrative:
It was reported the incident occurred during trach care for a male resident. The clinician reported that a piece of the swab broke off in the inner cannula. It was unknown how much pressure was being applied by the clinician. The customer had no respiratory distress. The tip was removed from the inner cannula without further incident. It did not occlude the airway. Inserting the cotton tip into the opening of the trach/inner cannula is contraindicated. The labeling on the trach care tray states: "caution" only use cotton tip applicators for cleaning around tracheostomy incision. Do not use to clean lumen of indwelling tube which could be dangerous and result in airway obstruction."

Event description:
While providing trach care to one of their residents, the tip of the plastic swab broke off and went into the trach. The tip was removed from inside the inner cannula and the resident was reported to be doing fine.